Event description:
Home pt(hp) reports leak at "midpoint" of pt line tubing of homechoice set, in dwell 1/4 during automated peritoneal dialysis treatment. Pt's spouse taped up "the hole", and hp was subsequently instructed to end treatment and restart with new supplies by baxter tech. No pt injury or medical intervention required per hp.